Event description:
The cardiologist attempted arteriotomy closure with techstar xl 6 fr pvs device. The procedure went without incident until the cardiologist advanced the knot of the device. On pulling back, there was resistance to removing the device. When the device was removed, it was noted that the j-tip was missing. Hemostasis was achieved, but the pt was sent for removal of the j-tip. Surgery was successful and the pt was fine. The cardiologist admitted that the occurrence was related to user error. He stated that the had advanced the knot too tightly to the sheath. Upon noting the resistance to removing the device, he should have released the knot instead of pulling the device out. Device discarded by hosp staff and was not available for eval. Review of lot mfg records revealed no mfg or design defects.